Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to the patient's infusion site condition. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, a report was received indicating that the patient experienced a red rash and a lump at the arm while wearing the pod for an unknown duration of use. The application site was described as red, itching, pain, swelling, and a palpable lump. A healthcare provider instructed the patient to discontinue pod use temporarily and return to multiple daily injections. The patient was evaluated by a general practitioner on (B)(6) 2026 and was prescribed oral antibiotics (medication name(s) unknown), resulting in improvement of symptoms. The patient reported slight changes in blood glucose levels at the time of the event; however, hospitalization was not required. No diagnosis was provided. The patient also stated that multiple rashes at different pod sites had occurred previously but had not been reported until now. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
B5 was updated.

Event description:
On (B)(6) 2026, a report was received indicating that the patient experienced a red rash and a lump at the arm while wearing the pod for an unknown duration of use. The application site was described as red, itching, pain, swelling, and a palpable lump. A healthcare provider instructed the patient to discontinue pod use temporarily and return to multiple daily injections. The patient was evaluated by a general practitioner on the same date and was prescribed oral antibiotics (medication name(s) unknown), resulting in improvement of symptoms. The patient reported slight changes in blood glucose levels at the time of the event; however, hospitalization was not required. No diagnosis was provided. The patient also stated that multiple rashes at different pod sites had occurred previously but had not been reported until now. A supplemental report will be submitted if additional information becomes available. Additional information was received on 05 march 2026. The patient reported being admitted to the hospital due to redness and a bump on the arm, followed by increasing pain. The patient confirmed admission on (B)(6) 2026 and discharge on (B)(6) 2026. No further details were obtained, as the patient disconnected the call after providing this information. A follow-up report will be submitted if additional information becomes available.